Event description:
Procedure: esophagectomy. According to the reporter: the device was inserted and the tubing was detached. When the staff attempted to seat the orvil it would not seat and kept falling off. The orvil was retrieved from the cavity and completion of the case could not be reported. A delay of 1 hour was reported. No bleeding or tissue damage.

Manufacturer narrative:
(B)(4).